Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h9, h10 h6: proposed component (annex g) code is mechanical (g04) - provisional top complaint sample was evaluated. Visual evaluation of the returned device shows signs of repeated use and has been cut. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause is attributed to user error. The contact was sent the investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee procedure, the surgeon was making cuts on the femur to place a different size. He did not remove the articular surface provisional and it was cut by a saw blade. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.